Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in a tissue expander. During visual inspection of the device it was observed a tear in one of the suture tab, also was observed a blue dye on shell. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. It was confirmed the use of methylene blue. Doctor informed that he used methylene blue to mark the pocket for the expander, this being the cause of the blue coloration of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast surgery with a 650cc mentor cpx4 with suture tabs medium height smooth expander experienced right sided deflation post procedure. As a result, patient had undergone removal on (B)(6) 2019.